Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that the cup impactor broke while trailing cup". The product was returned to medtech orthopaedics for evaluation. Visual analysis found that the plastic handle of the duraloc str cup impactor was broken around the shaft. Broken piece was returned for evaluation. Additionally, the threaded tip was found cross-threaded and the overall device surface had signs of heavy usage. No other anomaly was identified. Breakage observed was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Even though there were no signs of cracks on the handpiece, reported allegation can be confirmed as breakage can happen as a consequence of a crack propagation. The observed condition of the threaded tip was consistent with off-axis assembly and impacting device before the tip is fully seated into the cup. However, taking in consideration the age and aspect of the device, damage can be traced to an end-of-life problem. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirm as the observed condition of the duraloc str cup impactor would contribute to the alleged device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ag0705 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3.

Event description:
It was reported that the cup impactor broke while trialing cup.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.